Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. (Date of event) : within the last 6 months from reported date to manufacturer.

Event description:
Customer reported that they were in a "code situation" with a pt. Atropine and epinephrine were being administered through a port and some time after, a puddle of an unspecified solution on the floor was noticed. The reporter was unable to indicate if the suspected tubing leakage caused or contributed to the pt death. The pt came to the hospital through the ed and when arrived to cath lab was near death. Though requested, no add'l info was available.